Event description:
It was reported that the external pulse generator (epg) gave a self-test error message when it was powered on. It was explained to the customer how to clear the error message. The customer will recycle power multiple times and if error does not occur it will be placed back in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.